Event description:
Not having any relief from injection [device ineffective] . Case narrative: initial information received on (B)(6) 2020 regarding an unsolicited valid serious case received from consumer/non-healthcare professional via health authorities of united states under reference mw5091504. This case involves patient (demographics unknown) who was not having any relief from injection (device ineffective), while he/she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Medical history included gel injection and went 2 years without needing another injection or having much pain. On an unknown date in 2019 recently, the patient started taking hylan g-f 20, sodium hyaluronate, (formulation dosage, route, batch number, indication unknown). It was reported that since (B)(6) 2019, the patient did not have any relief from injection. This event was assessed as medically significant (serious injury). Action taken- not applicable. It was not reported if the patient received a corrective treatment. Outcome: not applicable. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc one. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: (B)(6) 2020. Additional information was received on 23-jan-2020 from genzyme event management group. Results of product technical compliant were added. Text amended accordingly.